Event description:
It was reported that during a laparoscopic procedure, the insufflator operated intermittently resulting in periodic decreased visualization of the surgical site. There was no report of patient injury, surgical intervention or surgical delay as a result of this event.

Manufacturer narrative:
The customer further reported that they are having trouble with gas flow in both operating rooms and the gas gauges read 1/2 empty. The customer further reported that the gas supply flow decreased visualization, but no surgical intervention was required as the gas flow would "kick back in" and the surgeries were able to be completed. Investigation findings: an investigation of this device is pending. A follow up report will be sent upon completion of the investigation.